Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that they had a failed self-test alarm on the insulin pump. Customer also reported receiving a weak signal alarm and lost sensor alarm. The customer also reported the insulin pump passed a self-test during troubleshooting. However, customer reported the insulin pump alarmed failed self-test after the self-test was performed. The customer also reported they had issues with uploading the insulin pump. Customer's blood glucose was 132 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the self test with no alarm. The test transmitter communicated properly with the insulin pump. No unexpected sensor alarms were noted. The insulin pump data was downloaded properly to the carelink software and no data record anomaly or download anomaly was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.